Manufacturer narrative:
The previous driveline damage that required the rescue tape is being reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2020-06388. It was reported that the patient had rescue tape on the bend reliefs and black rubber ring of the driveline cable insertion of the system controller. When the rescue tape was removed, the black rubber ring completely lifted off. A controller exchange was attempted, but the red release button was jammed. Potential causes of the jammed button were buildup surrounding the internal locking mechanism preventing its release or that the internal spring responsible for the button was broken. The cable was ultimately removed successfully.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported events of a jammed driveline disconnect button, damage to the driveline insertion, and damaged bend reliefs were confirmed via inspection. The heartmate ii system controller, serial number (B)(6), was returned with missing rubber at the driveline insertion and rescue tape on the power cable bend reliefs. The rescue tape was removed from the strain reliefs, revealing damage on the strain reliefs. The driveline disconnect button was depressed and found to be very difficult, though not impossible, to manipulate. The red rubber driveline button cover was peeled up, and fluid ingress was observed within the button assembly. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate ii patient handbook section 10 - ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.